Manufacturer narrative:
Unit had blank display due to corroded electronic assembly. The motor and force sensor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test due to blank display.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture. Blood glucose was 218 mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.